Manufacturer narrative:
UDI: (B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-similar complaints. At the present time this complaint is considered closed. Opened, evaluated and a follow up report will be filed. Trends will be monitored for this and

Event description:
The reported valve was implanted to a patient via lp-shunt on (B)(6) 2017 (initial setting is unknown). On (B)(6) 2017, the pressure setting was not able to be changed by using programmer (82-3190, serial number is unknown). At that time, when the surgeon raised the pressure setting, it lowered, and the opposite case also occurred. So the surgeon attempted to use neodymium magnet to change the pressure setting to 100 mmh2o on the same day. On (B)(6) 2017, the surgeon found that the valve in question was bended under CT. The patient¿s condition is now stable, so a revision surgery is not scheduled so far. The surgeon requested the official statement of the valve condition as the hospital provide the CT image. The patient is (B)(6) years old, female, and her initial is (B)(6). The patient¿s condition is under monitoring. No further information was provided by the hospital.

Manufacturer narrative:
This complaint is now closed. Device not available.